Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump where the "bottom part of the display is missing"; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where the "bottom part of the display is missing" was confirmed during product evaluation. The root cause of this condition was assigned to a missing part of the bottom portion on the main display. The main display was replaced to correct this condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.